Event description:
Caller reported an issue with the insulin gauge displaying an amount different than expected, specifically a fill estimate of 4 units compared to an expected 164 units. Despite the discrepancy, there was no reported impact to the customer¿s blood glucose level. Technical support assisted the caller in reloading the cartridge, and the caller decided to monitor the situation and follow up if necessary.